Event description:
Cortrak2 enteral access system, product number 20-9551trak2a lot # 79092. The products guide-wire is too long for the tube, multiple tubes with this finding in the same lot number. Problem noticed prior to placing in the pt. Significant potential for perforating the gi tract if unnoticed and used.